Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with insulin. Customer was admitted to emergency room. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that auto mode feature was active. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.